Event description:
Facility upgraded its fisher-paykel humidifiers to the mr850jhu model with the circuit -rt 130- recommended for use. Facility has noted on multiple occasions that this circuit allows water to collect along the tubing and periodically, when sufficient water collects, it is possible for this water to be inhaled through the pt's endotracheal tube. The previious model 730 allowed for adjustment of the temperature and humidity and water collection was not a problem. The new model cannot be adjusted. Facility has taken steps to obtain a custom-made circuit from vendor that is compatible with the f-p humidifier.